Manufacturer narrative:
Follow-up # 1 ¿ (09/17/2014), the patient¿s meter has been returned on 8/11/2014 and evaluated by lifescan product analysis on 9/4/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient¿s spouse contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch verioiq meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the reporter. The reporter stated that on an unknown date/time, the patient obtained an alleged inaccurate high reading in the ¿9.x mmol/l range¿ with the subject meter. The reporter informed the csr that the patient¿s blood glucose generally runs between ¿6-8 mmol/l¿ in the morning, ¿4-7 mmol/l¿ in the afternoon and between ¿3-5 mmol/l¿ in the evening. The patient reportedly manages her diabetes with humalog and nph insulin and adjusts the dose based on her blood glucose result and carbohydrate intake. The reporter claimed that in response to the alleged high reading, the patient administered 50 units of insulin and approximately 1-2 ½ hours later felt ¿hypo¿. When asked the symptoms the patient developed, the reporter stated the patient had developed a headache and was confused. At the onset of symptoms, the reporter confirmed the patient¿s blood glucose was tested with the subject meter and obtained a result of ¿3.3 mmol/l¿. The patient¿s spouse stated he had to assist her with drinking orange juice. The reporter confirmed the patient¿s symptoms abated approximately 45 minutes after treatment. At the time of troubleshooting the meter inaccuracy, the csr a control solution test was performed and the result fell outside of the specified control range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (10/17/2014). The patient¿s test strips have been returned on 10/6/2014 and evaluated by lifescan product analysis on 10/8/2014 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.